Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving sufentanil (500 mcg/ml at 97 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient had complained of return of symptoms, an x-ray was obtained, and showed the catheter to be broken. The patient was added to the schedule and the catheter was replaced. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The issue was resolved. The patient status was reported as "alive - no injury".

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter. Analysis identified damage at the most distal end of a segment of the catheter. The segment had a jagged look to it along with an oval shape when viewed in cross section, indicating that the catheter may have been compressed at this area and most likely broke at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.